Event description:
A 20 gauge IV was placed to the right antecubital of the patient. I removed the clear needle protector from the IV catheter. I noticed a piece of the plastic was missing from the end and the needle was slightly out of the protector. I removed the IV catheter from the antecubital and called a nurse over to notify her of the findings. FDA safety report ID# (B)(4).